Manufacturer narrative:
(B)(4).

Event description:
It was reported that false auto mode switch episodes due to noise was observed. It was noted that the noise was emi related. Programming changes will be made at the next follow-up in (B)(6) 2017.